Event description:
Additional MFR information received 04-15-1998: co conducted a telephone interview w/ the initial rptr. They indicated that they had had the product approximately a year and that she had previously used other devices manufactured by bruder healthcare co. Rptr confirmed to co. That they had already contacted duromed regarding this incident. According to rptr the duromed rep had instructed her to return the unit to his co for evaluation. Rptr also stated that the unit had been heated at least once already during the day w/ no incident. There was no injury to her person or property from this incident. Rptr described heating the moist heat pack by placing it on a paper towel in their microwave. Rptr was unable to provide any lot number information to co. Based on co's discussions w/ the consumer, it seems likely that the incident may have been caused by residual food contamination in the microwave. There is no history of product failure of this type described.